Event description:
Customer reportedly obtained results of 59mg/dl, 288mg/dl, and 51mg/dl within 10 mins on the same device. Customer also received results of 288mg/dl, 51mg/dl, and 277mg/dl within 10 mins on the same device. No qcs were used. Requested return of suspect device and replacement was sent.